Manufacturer narrative:
Philips service adjusted the pedal depth and replaced the wireless footswitch and base station. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless footswitch was unable to perform biplane fluoroscopy on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.